Event description:
Complainant alleged that while attempting to monitor pt, the device powered up without display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.